Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text: single-use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test assay performed on an unknown date on a nasopharyngeal swab. Repeat testing was performed on the same day which generated a negative result. Additional testing was performed (at another facility) on an unknown date using unknown brand of antigen test (platform - unknown) which generated a negative result. The customer reported that the patient had history of covid-19 in (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test assay performed on an unknown date on a nasopharyngeal swab. Repeat testing was performed on the same day which generated a negative result. Additional testing was performed (at another facility) on an unknown date using unknown brand of antigen test (platform - unknown) which generated a negative result. The customer reported that the patient had history of covid-19 in aug2023. No additional patient information, including treatment and outcome, was provided.